Manufacturer narrative:
The investigation of the returned microcatheter found a kink at the hub tip. An in-house guidewire could not be advanced into the returned microcatheter during functional testing, which is consistent with the alleged product issue. Further investigation found the proximal catheter shaft to exhibit incomplete flaring with exposed braid at the hub transition, which could have contributed to the resistance experienced during the investigation. The physical evaluation of the device could not identify the conditions or circumstances that led to the kink, but this condition is consistent with the device experiencing forces exceeding the yield strength of the microcatheter shaft. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the flaring issue, but this condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that a guidewire could not be advanced through the hub of microcatheter. When the device was received and analyzed, it was found that the catheter shaft exhibited incomplete flaring with exposed braid at the hub transition.